Event description:
The report we received from the affiliate indicated that after a transcatheter arterial embolization (tae) procedure performed for treatment of liver cancer, the microcatheter was removed from the pt and the catheter shaft fractured in two. The physician was not certain which section of the shaft broke and when precisely it happened. There was no difficulty during advancement or withdrawal of the device. The catheter was completely removed and there was nothing left in the pt. The pt is in stable condition. The complaint product was discarded in the hospital and will not be returned for analysis. There is no info regarding the pt and the target vessel characteristics.

Manufacturer narrative:
The product is not available for evaluation. Additional info will be submitted within 30 days from receipt.